Event description:
The power cord was returned on (B)(6) 2015. An analysis was performed on the returned ac adapter and the reported ¿device could not hold charge¿ allegation was not verified. The ac adapter does not have a battery. No anomalies associated with the ac adapter performance were noted during testing using a known good serial cable and x50 handheld.

Event description:
It was reported that the physician's handheld does not charge event after being charged for a full day. A new programming computer charger was provided to the physician. The old charger is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
.